Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained inside of the patient¿s body. They performed x-ray 3 times. There were no implanted devices and bmi was 28.